Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes/anterior left myometrium, there is a 1.5 x 0.3 x 0.3 cm coiled wire that extends into the right fallopian tube'), menorrhagia ('menorrhagia (heavy menstrual bleeding) and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 34-year-old female patient who had essure (ess205) (batch no. 620756) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain and endometriosis. Concurrent conditions included adenomyosis, blood loss anaemia and adenomyosis. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraine/ migraines / headaches"), abdominal pain ("abdominal pain") and pelvic pain ("pelvic pain female"). In (B)(6) 2006, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), gastrointestinal disorder ("gi conditions") and blood loss anaemia ("blood loss anemia"). The patient was treated with surgery (ablation, hysterectomy (full) and endometrial ablation). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, vaginal discharge, bladder disorder, urinary tract disorder, migraine, gastrointestinal disorder and blood loss anaemia outcome was unknown and the menorrhagia, vaginal haemorrhage, dyspareunia, dysmenorrhoea, abdominal pain and pelvic pain had resolved. The reporter considered abdominal pain, bladder disorder, blood loss anaemia, dysmenorrhoea, dyspareunia, fallopian tube perforation, gastrointestinal disorder, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), perforation: fallopian tubes, vaginal discharge, bladder problems ,urinary problems, migraine, gi conditions. The ostia were identified. The ascher's were placed on the left. There were 8 rings after placement, on the right 3 rings. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: not provided. Imaging procedure - on an unknown date: perforation. Pathology test - on (B)(6) 2010: (a) uterus, hysterectomy: cervix: chronic cervicitis with squamous metaplasia, no evidence of malignancy. Endometrium: proliferative phase without atypia, endometrial polyp, foreign body consistent with prior tubal occlusion present, with associated reactive and metaplastic changes, no evidence of malignancy. Myometrium: adenomyosis. Serosa: no significant histopathologic abnormality. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received: new events added: abnormal bleeding (vaginal), abdominal pain, pelvic pain. Anemia event onset date, event outcome were added. Lot number were added. Reporter information were updated, patient history, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes/anterior left myometrium, there is a 1.5 x 0.3 x 0.3 cm coiled wire that extends into the right fallopian tube'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 34-year-old female patient who had essure (ess205) (batch no. 620756) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain and endometriosis. Concurrent conditions included adenomyosis, blood loss anaemia and adenomyosis. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraine/ migraines / headaches"), abdominal pain ("abdominal pain") and pelvic pain ("pelvic pain female"). In (B)(6) 2006, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), gastrointestinal disorder ("gi conditions") and blood loss anaemia ("blood loss anemia"). The patient was treated with surgery (ablation, hysterectomy (full) and endometrial ablation). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, vaginal discharge, bladder disorder, urinary tract disorder, migraine, gastrointestinal disorder and blood loss anaemia outcome was unknown and the menorrhagia, vaginal haemorrhage, dyspareunia, dysmenorrhoea, abdominal pain and pelvic pain had resolved. The reporter considered abdominal pain, bladder disorder, blood loss anaemia, dysmenorrhoea, dyspareunia, fallopian tube perforation, gastrointestinal disorder, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), perforation: fallopian tubes, vaginal discharge, bladder problems ,urinary problems, migraine, gi conditions. The ostia were identified. The ascher's were placed on the left. There were 8 rings after placement, on the right 3 rings. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: not provided. Imaging procedure - on an unknown date: perforation. Pathology test - on (B)(6) 2010: (a) uterus, hysterectomy: cervix: chronic cervicitis with squamous metaplasia, no evidence of malignancy. Endometrium: proliferative phase without atypia, endometrial polyp, foreign body consistent with prior tubal occlusion present, with associated reactive and metaplastic changes, no evidence of malignancy. Myometrium: adenomyosis. Serosa: no significant histopathologic abnormality. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, pelvic pain lot number: 620756 manufacture date: 2006-09 expiration date: 2008-08 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraine") and gastrointestinal disorder ("gi conditions"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, vaginal discharge, bladder disorder, urinary tract disorder, migraine and gastrointestinal disorder outcome was unknown and the dyspareunia, dysmenorrhoea and menorrhagia had resolved. The reporter considered bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, gastrointestinal disorder, menorrhagia, migraine, urinary tract disorder and vaginal discharge to be related to essure (ess205). The reporter commented: patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), perforation: fallopian tubes, vaginal discharge, bladder problems, urinary problems, migraine, gi conditions. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: perforation. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- perforation: fallopian tubes, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), vaginal discharge, bladder problems, urinary problems, migraine, gi conditions. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.